Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a missing / detached sensor wire on (B)(6) 2015. Upon removal of the sensor pod, the patient was unable to locate the sensor wire. Patient reported that during sensor deployment, the sensor wire remained attached to the applicator. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).